Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No over delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump gave them insulin that they had not programmed. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer's sensor was reading at 202 to 207 mg/dl and the customer believes this reading was transferred to the pump. Troubleshooting was not completed but the pump passed a self test and motor test. No further information was provided. The insulin pump will be returned for analysis.